Event description:
It was reported that during an unspecified procedure, a shaft kink occurred. The 10 x 80 permalume biliary stent was removed from the packaging, and upon inspection, no problems were noted with the device. The device was passed through the scope and while attempting to deploy the stent, it was noted that a kink had occurred. The procedure was completed with another permalume stent. No pt complications occurred